Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was placed in a 61-year-old female patient for acute myocardial infarction complicated by cardiogenic shock (scai stage c) with a history of coronary artery disease and renal insufficiency. At the time of support, the patient was receiving inotropes, vasopressors, and respiratory support. The patient experienced ischemia and required an additional device when a distal perfusion catheter was placed. Post-angiography demonstrated distal flow past the impella sheath on the right following placement of the distal perfusion catheter. The ischemic event was likely contributed to by the patient¿s underlying hemodynamic instability and vasopressor therapy, including levophed, which is known to cause peripheral vasoconstriction. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient survived.

Manufacturer narrative:
The cause of the ischemia was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.